Manufacturer narrative:
Device evaluation of battery charger sn (B)(4) has been completed. The reported problem (does not charge properly) was confirmed. As received, the charger would not power on. Upon evaluation, the power supply connector was separated from the power supply cord. The cause of the inability to power on is the damaged power supply cord and connector. The root cause of the damaged power supply cord and connector is physical abuse. No adverse event resulted from the defective battery charger.

Event description:
A us distributor contacted zoll to report that a patient's battery charger was not properly charging the battery packs.